Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-18545. The pt reported experiencing pain at her ipg site which sometimes is present down her leg. The pt stated she turned her stimulation off, but the pain persists and the ipg is sensitive to touch. Additionally, the pt stated experiencing ineffective stimulation since her scs system was implanted. The sjm representative met with the pt's scs system may be explanted at a later date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.